Event description:
It was reported a dissection occurred. The 80% stenosed target lesion was located in the non-calcified and mildly tortuous right coronary (rca) artery. A 4.00 x 38 promus elite drug eluting stent was successfully deployed. During post dilatation with a non compliant balloon, a proximal edge dissection occurred. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.